Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that her onetouch verioiq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the reported issue began approximately 2 weeks ago when she alleged obtaining an elevated blood glucose result of ¿200mg/dl¿ using the subject meter compared to her feelings and/or normal readings. The patient stated that she manages her diabetes using insulin and self-adjusts the dose depending on her blood glucose readings. Due to the reported issue, the patient stated that she continued with her usual dose of medication including sliding scale, and took an additional 8-9 units of insulin. The patient reported experiencing symptoms of ¿faint, shaky and jittery¿ approximately 1-2 hours after the reported issue began, and reportedly self-treated by consuming additional food and/or drink. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and the test strips were not expired. The csr walked the patient through a control solution test and the result was in range. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.